Manufacturer narrative:
The manufacturer has made numerous requests for additional information and for the return of the device(s) for investigation. No additional information has been provided and no product has been returned for investigation. A review of the device history records confirmed they were manufactured according to the validated process and passed all associated testing. The philips respironics dreamstation systems deliver positive airway pressure therapy for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing over (B)(4). It is for use in the home or hospital/institutional environment. Labeling instructs the user "if you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, or if the enclosure is broken, disconnect the power cord from the therapy device and discontinue use. Contact your home care provider." This devices meet all relevant ul and iec standards for flammability. Although a thermal event was reported, the manufacturer is unable to confirm the event occurred. Based on the available information, the manufacturer concludes no further action is necessary at this time. If further information is received, or if the devices are returned for investigation, the manufacturer will submit a supplemental report.

Manufacturer narrative:
The manufacturer received results from a third party fire investigation laboratory. The investigation by the third party concluded the philips respironics dreamstation device did not cause the fire, and that the damages to the device were the result of the fire. No further action is required.

Manufacturer narrative:
The manufacturer received results from a third party fire research technology laboratory. Although the device was received in a condition that precluded evaluation of device function, the third party concluded the philips respironics dreamstation device did not cause the fire, and that thedamages to the device were the result of the fire. No further action is required.

Event description:
The manufacturer was made aware of an allegation of a thermal event in a user's home involving a continuous positive airway pressure (CPAP) device and associated humidifier. There was no report of patient harm or injury. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed.